Event description:
It was reported that the fiber cap detached during the prostate procedure. It is unknown if the device was inside the patient at the time of the detachment, however, it appears it may have been during use. The location of the cap is unknown, however, there was no report of the device remaining inside the patient or that cap retrieval was performed. Additional details were requested by the manufacturer and have not been obtained. It was reported that the procedure was completed with a second fiber.

Manufacturer narrative:
(B)(4).